Manufacturer narrative:
Consumer reported the event occurred in (B)(6) 2018. Specific date was not provided. (B)(6) 2018 was used for date of event in this report. Lot number was not provided. Without a lot number, expiration date and manufacture date could not be determined. Full reporter information (email and phone number) was not provided. The consumer reported the event occurred in (B)(6) 2018. There was neither a product sample available for analysis nor a lot number provided for evaluation of any specific manufacturing or release documentation. Although the consumer reported 2560 3m¿ red dot¿ electrodes were applied, the report also indicated more than one type of electrode (possibly from a different manufacturer) may have been applied to this consumer. No information was available regarding other electrodes applied to the consumer. Based on the information provided, the reported reaction may be an individual sensitivity / allergic contact dermatitis. End of report.

Event description:
A consumer reportedly experienced an allergic reaction described as itching, redness, swelling, blisters, folliculitis and skin tears following use of 2560 3m¿ red dot¿ foam monitoring electrodes. The consumer also reported experiencing general malaise, fatigue and headaches. Dermatology and allergy specialists were consulted. The reaction was treated with and unspecified type of allergy medication and cortisone cream. The consumer reported the skin was no longer open and minimal scaring occurred.